Manufacturer narrative:
The product was requested, but not returned. A review of the lot batch record concluded that the product was formulated and manufactured according to local and global specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
An optician reported that a patient experienced a stinging and burning sensation in both eyes after using a contact lens solution. The patient was seen by an ophthalmologist and was diagnosed with a central corneal ulcer and keratitis in their right eye. The corneal ulcer was 8 mm in diameter and non-infectious. The patient was prescribed tobrex, chibro-cadron, tobradex, cationorm, vitamin a, corticoid, eye lubricants and an eye wash. Over the course of two months the patient began to heal and decreased the use of the lubricant treatment and antibiotics. The ophthalmologist confirmed that the patient has recovered.